Event description:
Related manufacturer report number: 2916596-2020-03081. The controller fault alarm and controller exchange occurred on (B)(6) 2020.

Manufacturer narrative:
Section d4: additional information. Section d10: correction. Section h3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6). The submitted log files and log file downloaded from the returned controller contained approximately 16 days of data combined (B)(6)2020 ¿ (B)(6)2020 and (B)(6)2020 ¿ (B)(6)2020 per the timestamps). The log files captured a controller fault alarm due to a backup battery test circuit fault on (B)(6)2020 from 18:48:08 to 22:08:28 (the last event in the log file). The driveline was disconnected on (B)(6)2020 at approximately 22:07:16 to exchange the system controller. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were controller exchange alarms. The controller was exchanged.